Event description:
It was reported that it was reported that the acute pain service had been notified of two incidences in the last two weeks when a patient controlled analgesia had not delivered the dose it was programmed to do. The patient controlled analgesia pump had alarmed saying the opioid bag was almost empty and when the registered nurse had gone to change the bag, they had noticed that the opioid bag was full and there was a disparity between what the pump says it had delivered and what was remaining in the opioid bag. The last incident occurred on saturday morning. They can confirm that the bag was changed at 0140 by ward staff as the patient had used the amount in the bag, so the pump and line was working then. Then checked the amount discarded from the bag at that time. The new bag commenced was 'spiked' properly but there was air in the line to the cassette. The pump had not alarmed. The patient was sore, and the patient controlled analgesia said the patient had used 88mls of the drug but when the registered nurse changed the bag there was 100mls remaining. Event occurred at hospital while in use with patient. Operator of device was a health professional. There was no patient harm/adverse event reported. Other affected product with same issue was documented under complaint file: (B)(4). There was patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.